Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent delivery system (sds) was advanced into the patient and the balloon was inflated; however, they noticed that the stent was missing and that the device had been advanced into the patient without a stent on the sds. They looked everywhere for the stent, including in the packaging, but could not find it. There were no reported patient effects. No additional event or patient information is available. You are receiving this MDR report from abbot vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Results - product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen and on the entire length of the sds. There was contrast in the inflation lumen and on the tip, balloon and hypotube. The stent implant was dislodged from the balloon and not returned. There were crimp marks on the balloon in between the markers. The balloon was loosely folded. There was a kink in the distal tip 1 mm distal to the clear gap. There was no other damage noted to the sds. Product performance engineering has reviewed the case description and the analysis of the returned product. Analysis of the returned sds is consistent with the sds being prepped for use, loaded over a guide wire and advanced into the patient as reported. Analysis confirmed that the stent implant had dislodged from the balloon and was not returned. However, there were crimp marks visible on the balloon between the markers indicating that the stent was originally positioned correctly and securely at the time of manufacture. Potential factors of stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. In this case, the protective sheath was not returned; however, it may be possible that the stent dislodgement occurred during removal of the protective sheath. It was reported that the product had been advanced into the patient without a stent on the sds. It should be noted that the product's instructions for use (IFU) states: "prior to using the promus everolimus-eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted." Although the exact cause of why the product was used after noticing the stent was missing cannot be determined from the reported information, it appears that use error likely contributed to this occurrence. Additionally, there was a kink noted in the distal tip. Although this kink was not reported, potential factors which can contribute to kinks or bends in the tip, including, but are limited to, damaged during removal from packaging, damaged while handling during prep, damaged while removing the protective sheath, damaged while back loading a guide wire or damaged during manufacturing. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. Overall, a conclusive cause for the dislodged or missing stent and subsequent tip damage could not be determined; however, based on the returned product evaluation, there is no indication to suggest a product related deficiency. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.